Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior to and after the date of treatment. Log file review shows all laser system functions were within specifications. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the suction ring holds badly on the eye which led to a loss of suction during lasik flap creation. The customer reports it may have been due to a bad placement of the ring. Additional information received, the suction release occurred at full stromal cutting at 50 percent.